Event description:
It was reported that the user¿s libre 3 plus sensor was paired to the libre app, preventing connection to the ilet, and the user replaced the sensor and paired the new sensor only to the ilet, after which the ilet displayed the sensor warmup. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no impact to blood glucose. Investigation included technical troubleshooting and user education regarding single-device pairing and proper setup. Investigation of this case revealed that the sensor had been in use by another device, which blocked ilet connectivity, and that the new sensor initiated normal warmup on the ilet. It was concluded that the device operated as designed when properly configured and that user configuration caused the issue.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.